Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an ins prior to use. It was reported that the manufacturer representative was about to do a replacement case when a power on reset (por) was seen on the implantable neurostimulator recharger (insr) while the implantable neurostimulator (ins) was still in the box. Using the clinician programmer, the por was successfully cleared but no code was present. The screen then went to the initialization screen. Then the manufacturer representative hit ok and it showed that ¿power on reset had occurred, session will restart.¿ ok was again pressed, the session restarted, and the por was confirmed to not happen again as the manufacturer representative was able to reach the lead configuration screen. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-06-16 from a manufacturer representative reporting patient information. It was reported that there was no known issue associated with the replacement surgery. The ins was successfully implanted. Patient weight was asked but unknown. No further complications were reported.